Event description:
Additional information was received from a health care provider (hcp) via study. It was reported that the system was delivering infumorph. The event was related to the implant procedure and not related to the device or therapy.

Event description:
The patient experienced erythema, swelling around the pump, elevated wbc (white blood cell) 32.8 and abnormal fever 102.0. Diagnostics included examination and laboratory testing. Actions included in-patient hospitalization, emergency room visit and medications administered, antibiotics started. The clinical diagnosis was noted as pump pocket infection and the severity was indicated as moderate. The outcome was reported as ongoing as of (B)(6) 2015. On (B)(6) 2015 it was further reported that other actions included pump and catheter removal and other surgical intervention. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted the event was pump related. The status/outcome of the event was "resolved with sequelae." The patient's hospital stay was prolonged due to sepsis. The event was resolved on (B)(6) 2015.

Event description:
The entire system was originally reported as explanted/not replaced on (B)(6) 2015. It was later reported that this action took place on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).